Manufacturer narrative:
The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient stopped charging their device., and as a result lost therapy. Surgical intervention took place where the ipg was explanted and replaced to address the issue. Therapy was restored,